Event description:
Report received of unrequested bolus deliveries. The pump was programmed to deliver 1mg/ml morphine in the pca only mode with a pca dose of 1mg, a pt lockout of 6 minutes, and either a 25mg or a 30mg 4-hour limit. In 2003 at approximately 12:00pm, the director of nursing (don) entered the pt's room to answer the pt's call light. The pt reported that the pump beeped and delivered a dose without pushing the pendant button. While still in the pt's room, the don witnessed the pump beep and appear to deliver a pca dose. A few moments later, when she was leaving the room to nitify the pt's nurse, the don reported that the pump beeped, and she witnessed the pump display increment from 24mg to 25mg. The nurse came into the pt's room and immediately removed the pump from clinical service. The pt was switched to an unspecified oral pain medication for pain relief. The pt did not suffer any adverse effects and was discharged the next day. Though requested, no add'l info was available.